Manufacturer narrative:
Analysis did not confirm the diagnostics issue. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during advisory device change-out procedure, hv lead impedance measurements could not be updated in the new device as a result of frequent patient pvcs when the vt zone was set at a monitor only of 150 bpm. The same error was observed with wireless/rf and wand telemetry and by using two different programmers. Device was replaced but the issue persisted. It was noted that when the monitor zone cut-off was programmed to 150 bpm, with this patient¿s frequent pvcs, this was probably causing error message to appear intermittently. Increasing the vt zone cut-off seems to prevent the error message and the hv lead impedance measurements were successfully completed. The device was programmed to two zones with increased vt monitor zone. The patient will continue to be monitored with routine follow-up.